Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vital power driver tip fractured intra-op. There was no patient or surgical impact and another driver was available to complete the procedure.